Event description:
It was reported that the patient underwent an unspecified spinal surgery. It was reported that the handle of the pituitary is broken. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Visual and functional inspection did not identify issue with handle. The superior shaft is broken at the centerline of the pivot pin hole, and the pivot pin is missing. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload. The above observations are consistent overload of the instrument.